Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the force increased to 70g during ablation. It was normal during catheter movement but was super high in every burn. Re zero did not help. Reconnection did not help, cable swap did not help, catheter swap solved the issue. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-jan-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material and a hole inside the pebax at the tip of the device. The device was connected to carto 3 system, and it was recognized correctly on the system; however, error 105 was displayed on the screen due to an open circuit in the tip area. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic sensor error is unrelated to the issue reported by the customer. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the issue reported by the customer was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force sensor error and open circuit. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component: sleeve (g04115) were selected to the hole in the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).